Event description:
A surgeon reported that during intraocular lens (iol) implantation, the iol slipped and fell to the vitreous. A "sulcus" was reported to have been performed. A different iol model was implanted. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned posterior surface up instead of anterior surface up in the lens case. A significant amount of solution is dried on the lens. One haptic tip is broken/torn and returned. The optic has large loose fibers and is torn/split/cracked. The reported complaint is unclear and also lacking in relevant information to complete a thorough investigation and to identify a root cause. Based on the results from the product and batch history record, the product met release criteria. (B)(4).